Event description:
A study coordinator reported a study patient with blurred vision, distortion and double vision following bilateral intraocular lens (iol) implant surgeries. The surgeon reported that these events are not related to the study device, but a residual refractive error after surgery. The surgeon also reported the patient experienced a change in brightness following the procedure. This event is not related to the study device, but is caused by reading glasses that block the light. Additional information has been requested. There are two medical device reports associated with these events; this report is for the right eye.

Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Root cause: the root cause could not be determined from the investigation. Action taken: investigation has been completed based on current information. No further action is warranted at this time. Conclusion: based on our current tracking, there are no adverse trends for this reported complaint and based on these findings the residual risk remains unchanged and at an acceptable level. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).